Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed a pump error during basal. The customer's blood glucose level was 145 mg/dl. Troubleshooting was performed. The alarm occurred again during the load reservoir and fill tubing process. The customer was advised to change the set but the insulin pump had alarmed again. The insulin pump also alarmed a hardware error. The insulin pump did not pass the self-test. They were verbally and in written form asked to return the broken insulin pump for analysis.

Manufacturer narrative:
Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement alarms noted. The motor was tested outside the device and passed. Hardware low level failures error confirmed in insulin pump history with variable due broken trace at keypad assembly.